Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to wear and tear damage sustained over time in the field.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/03/2025, it was reported by a sales representative via (B)(4) that an abs-10060r angel centrifuge screen was no longer working. This was discovered during a procedure on (B)(6) 2025. The blood was processed successfully with no patient harm.